Event description:
Ous MDR - after an implantation period of about 78 months, oversensing with inappropriate shocks was reported via home monitoring. The lead was capped and left in situ. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. The received data were carefully analysed. The available data confirmed the presence of artefacts on the rv channel, which led to the detection of vf episodes with shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.